Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gallbladder operation, d & c, spontaneous abortion and parity 2. Concurrent conditions included gastroschisis, genital bleeding, ovarian cyst, left lower quadrant pain, menses irregular, abdominal pain, adnexal mass, breast tenderness, breast pain and mastalgia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood altered ("hormonal changes describe: moodiness"), headache ("migraine/headache"), migraine ("migraine/headache"), depression ("psychological or psychiatric problems condition: depression"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), neoplasm ("tumor / teratoma / cancer type: 4.5 lb tumor growth found when done hysterectomy") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary),salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, mood altered, headache, migraine, depression, reproductive tract disorder, neoplasm and weight increased outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, mood altered, neoplasm, pelvic pain, reproductive tract disorder and weight increased to be related to essure. The reporter commented: the patient tolerated procedure well. Most recent follow-up information incorporated above includes: on 18-jun-2018: this case is valid case. Pfs and mr received. Events per pfs: dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); fatigue; hormonal changes describe: moodiness; migraines / headaches; oophorectomy (one side removal of ovary); pain; psychological or psychiatric problems condition: depression; reproductive system disorder or condition type of disorder or condition; tumor / teratoma / cancer type: 4.5 lb tumorgrowth found when done hysterectomy; weight gain were added. Patient's medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gallbladder operation, d & c, spontaneous abortion, parity 2, asthma, kidney stones, anemia and miscarriage. Concurrent conditions included gastroschisis, genital bleeding, ovarian cyst, left lower quadrant pain, menses irregular, abdominal pain, adnexal mass, breast tenderness, breast pain, mastalgia and polycystic ovary. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), medroxyprogesterone acetate (depo provera), metoclopramide (reglan), metoclopramide (reglan) and salbutamol (albuterol). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood altered ("hormonal changes describe: moodiness"), migraine ("migraine/headache") and headache ("migraine/headache"). In 2010, the patient was found to have teratoma ("tumor / teratoma / cancer type: 4.5 lb tumor growth found when done hysterectomy"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"). The patient was treated with surgery (hysterectomy (full) , oophorectomy (one side removal of ovary),salpingectomy (bilateral) (B)(6) 2010 and unilateral oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ovarian cyst, dysmenorrhoea, dyspareunia, headache, reproductive tract disorder, teratoma and weight increased outcome was unknown and the abdominal pain, fatigue, mood altered, migraine, depression, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, reproductive tract disorder, teratoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated procedure well. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs reveiced reporter information update.concomitant drug added.medical history was added. Event outcome change migraines, abdominal pain, fatigue, depression, abnormal bleeding, moodiness and onset date added. Event severity update abdominal and migraines. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gallbladder operation, d & c, spontaneous abortion, parity 2, asthma, kidney stones and anemia. Concurrent conditions included gastroschisis, genital bleeding, ovarian cyst, left lower quadrant pain, menses irregular, abdominal pain, adnexal mass, breast tenderness, breast pain and mastalgia. Concomitant products included drospirenone w/ethinylestradiol (yaz), medroxyprogesterone (depo provera), metoclopramide (reglan) and salbutamol (albuterol). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood altered ("hormonal changes describe: moodiness"), migraine ("migraine/headache"), headache ("migraine/headache"), depression ("psychological or psychiatric problems condition: depression"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), neoplasm ("tumor / teratoma / cancer type: 4.5 lb tumor growth found when done hysterectomy") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary), salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, dysmenorrhoea, dyspareunia, fatigue, mood altered, migraine, headache, depression, reproductive tract disorder, neoplasm, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, neoplasm, ovarian cyst, pelvic pain, reproductive tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet received. Reporter information updated. Plaintiff demography added. Concomitant drugs added. Product lot number received. New events abdominal pain, ovarian cyst, abnormal bleeding vaginal, menorrhagia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gallbladder operation, d & c, spontaneous abortion, parity 2, asthma, kidney stones and anemia. Concurrent conditions included gastroschisis, genital bleeding, ovarian cyst, left lower quadrant pain, menses irregular, abdominal pain, adnexal mass, breast tenderness, breast pain and mastalgia. Concomitant products included drospirenone w/ethinylestradiol (yaz), medroxyprogesterone (depo provera), metoclopramide (reglan) and salbutamol (albuterol). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood altered ("hormonal changes describe: moodiness"), migraine ("migraine/headache"), headache ("migraine/headache"), depression ("psychological or psychiatric problems condition: depression"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), uterine neoplasm ("tumor / teratoma / cancer type: 4.5 lb tumor growth found when done hysterectomy") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary), salpingectomy (bilateral)) and surgery (unilateral oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ovarian cyst, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, mood altered, migraine, headache, depression, reproductive tract disorder, uterine neoplasm, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, reproductive tract disorder, uterine neoplasm, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.